Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be cracked on bottom case, ac receipt and both plunger cases. Occlusion tests were performed on the pump, and the customer's complaint was able to be verified. Excessive grease was noted on motor assembly, leadscrew and clutch halves assembly. Normal wear was determined to be the source of the intermittent motor error. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion 3500 infusion pump has motor error. No patient injury resulted.